Event description:
The pt was being transferred from bed to wheelchair by caregiver. The pt almost fell out of the sling when the sling loop became detached from the sling bar. No injury was alleged.

Manufacturer narrative:
(B)(4). This MDR is part of a retrospective review in accordance with CAPA activities.